Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooling and heating system took too long to get to "maintain temperature" mode. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr found "s" buildup of granules and cleaned them out. The fsr instructed the user facility to be more diligent in following cleaning protocol to alleviate the buildup of granules. After cleaning, the unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.